Event description:
A customer reported that a pump declared a cartridge alarm 6. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The caller was instructed by technical support to load a new cartridge, after which the alarm did not recur, and the pump resumed normal operation. The customer was able to resume insulin delivery, and the original cartridge is set to be returned.